Event description:
Pump was reported to have experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer changed to a new cartridge and resumed insulin successfully after instructions from technical support to inspect the o-ring; loading process was completed successfully.